Event description:
Complainant alleged that during biomed testing and routine preventative maintenance, the device did not detect the ECG signal. The complainant indicated that there was no pt involvement in the reported malfunction.